Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the first provided picture showed the product during treatment with water drops on the housing visible. The reported condition was not verified. Photo two shows a part of the product label. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak water drops was observed outside the surface of the polyflux 140h dialyzer during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.